Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported by the customer that their transmitter was damaged. Customer stated the battery compartment is cracked. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 303 mg/dl at time of reporting. Nothing further reported.